Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for multiple assays for patient samples and control material. Of the data provided for 45 patient samples. Only the results for 29 were discrepant. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. The initial run results were reported to a doctor. There was no adverse event. The reagent expiration dates were requested, but were not provided. The lot numbers were: thyrotropin (tsh) 187024. Free thyroxine (ft4) 184927. Alpha1-fetoprotein (afp) 184305. Free triiodothyronine (ft3) 183221. Ferritin 187143. Total psa total (free + complexed) psa - prostate-specific antigen (total psa) 186769. Carcinoembryonic antigen (cea) 185168. Carbohydrate antigen 19-9 (ca19-9) 181925. After changing the pinch bulb tube and cleaning the probe, no further issue were noted.